Event description:
It was reported that the lens was inserted into the eye and then extracted by physician due to performing a vitrectomy. Per the physician it was stated that the lens was then changed. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.

Manufacturer narrative:
Correction: it was reported by the doctor that the patient underwent a vitrectomy due to a capsular tear which was related to the patient only. The intraocular lens (iol) was never inserted into the patient's eye. All pertinent information available to abbott medical optics has been provided.